Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty deploying the plunger could not be confirmed as there was no resistance observed with a proxy plunger. The reported bend was confirmed. The reported suture malposition, difficulty retracting the plunger and ¿it did not feel right¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheath. A conclusive cause for the reported difficulty deploying the plunger could not be determined based on the returned device condition. Factors that contribute to the reported resistance deploying the needles/ plunger and bends may include but are not limited to needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The reported difficulty retracting the plunger and bend appear to be related to the lever of the foot activated to close the foot prior to fully retracting the plunger. The reported ¿it did not feel right¿ was likely associated with the difficulties experienced deploying the plunger and removing the plunger. It may be possible that the upsizing of the sheath to 27f may have contributed to the reported suture coming out of the of the vessel. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath prior to a leadless micra pacemaker interventional procedure. Reportedly, an attempt was make with a proglide device; however, when pushing the needle plunger down, it did not feel right and there was difficulty removing the plunger. It was noted that the plastic area that held the needles was bent. An attempt was made with a second proglide device; however, when pushing the needle plunger down, it did not feel right and there was difficulty removing the plunger. It was noted that the plastic area that held the needles was bent. The sutures of the proglide devices had deployed successfully despite the difficulties with the needle plungers. The sheath was upsized to a 27f sheath and the interventional procedure was completed. When attempting to achieve hemostasis with the sutures of the two proglides, one of the sutures came out. Another proglide was deployed and hemostasis was achieved with that suture along with the sutures of the pre-placed suture of the one proglide that had tightened down successfully there was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.